Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that whilst using the mobile programmer pacing system analyzer (psa) on a patient in fine atrial fibrillation, excessive atrial channel noise was present leading to under-sensing occurring. It was noted that wireless fidelity (wifi) had been turned off on the host tablet and the mobile programmer base had been plugged directly into the power outlet in addition to the host tablet being separated from the mobile programmer base. It was further noted that the correct cables were being used. Troubleshooting steps were taken to swap out the mobile programmer base for an alternative programmer which was able to pick up the fine atrial fibrillation waves ranging between 0.6 and 1.0 millivolts (mv) which resolved the issue. No patient complications have been reported as a result of this event. Application version: 3.11.6 host tablet os version: 26.3.